Manufacturer narrative:
Weight, ethnicity: unknown/not provided. Implant date: if implanted, give date: not applicable, device inserted and removed during same procedure. Explanted date: if explanted, give date: not applicable, device inserted and removed during same procedure. Initial reporter name and address : telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a wedge shaped scratch right in the middle of the lens. The lens was inserted and removed during the same procedure. The incision was enlarged. The patient has fully recovered. No further information has been provided.